Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the doo button was non-functional, the keypad was found to be out of electrical specification. Analysis also noted that the keypad was contaminated, the keypad was damaged (creased), the main printed circuit board (pcb) was contaminated, the upper case was contaminated, the encoder assembly was contaminated, the lower case was chipped, the battery drawer sticks, both display wires were pinched, the encoder nuts were contaminated, nuts were loose on encoders, both output connector nuts were discolored and one printed circuit board (pcb) screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doo/emergency button on the external pulse generator (epg) was not working. There was no patient involvement.